Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/27/2016 with the following findings: the investigation was unable to duplicate the complaint about the moisture ingress in the cartridge compartment. During visual inspection of the pump, there was no evidence of moisture found inside of the pump. A leak test was performed during the investigation and passed. The cartridge cap was not returned with the pump and a test cartridge cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.